Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely there was no signal under serial digital interface channel when powered on due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no signal output under serial digital interface (sdi)1, sdi2 channels due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus that there was no signal under the serial digital interface (sdi) channel on the video system processor, when powered on. The issue was found during a receipt inspection. The case was completed with another similar device. There were no reports of patient harm.